Manufacturer narrative:
Should have been, the left ventricular exhibited high threshold, no impedance issue.

Event description:
Correction: the left ventricular lead exhibited high thresholds. There was no impedance issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with muscle stimulation. The left ventricular lead was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the left ventricular lead exhibited high impedance, the patient exhibited heart failure prior to explant procedure. The patient was doing much better post procedure.